Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's keypad was unresponsive and had blank display. No further information provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on the lcd board. After locking keypad connector the unit's operating currents are within specification. The insulin pump was monitored and no blank display anomalies were noted. The keypad traces was inspected and no anomalies noted. The insulin pump had cracked case at the display window corners and cracked lcd window.